Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc tubing defective / damaged (B)(6) 2025 radiology nurse to the patient on the closed intravenous indwelling needle, connect the pipeline and insert the needle into the patient's vein found that the infusion is blocked, the needle and the heparin cap between the pipeline is seriously bent and deformed, can not be normal infusion, can only be new demolition of a closed intravenous indwelling needle for replacement, the need to re-insertion of the needle, soothe the patient, and do a good job of explaining the work of the equipment section, and then report

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4351731): 1)the products of this batch were assembled at intima ii auto line 4 in jan, 2025, and packaged at cfs package line in jan, 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batches used in this batch of products is 3293220, review the incoming inspection results, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. Performed visual inspection and occlusion test for the retained samples of this batch, and the result meet product specification. 4. Possible cause: the extension tubing of this product is made of 18g non-pvc, which is thick and hard. The primary packaging of the product is placed manually, subject to the space limitation of the unit package, the extension tubing must be straightened, then be put in. If the extension tubing is twisted, it will be bending and deformation. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further testing, therefore, the root cause of broken tube and poor infusion cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information available.